Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was subjected to a series of functional and electrical tests, and abnormal measurements were obtained. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and a short in the battery liner was observed. The device case was removed, and microscopic inspection of the internal components was performed. High-powered visual inspection revealed a breach in the battery insulator, which allowed contact (i.e., a short condition) between the battery case and device case. The compromised integrity of the battery insulator was confirmed to be the cause of the reported clinical observations.

Event description:
It was reported that this pacemaker did not pace or sense prior to use in an implant procedure. The physician requested that a new device be used to complete the procedure. Evidence suggests that this occurred prior to the device being put in the pocket and patient involvement. This device will be sent back to boston scientific for further analysis.